Event description:
Percutaneous coronary intervention (pci) was being performed on a 75% de novo lesion in the proximal right coronary artery (rca) with slight calcification and tortuousity. While the 3.5x13mm cypher stent was being inflated at the target lesion by direct stenting, contrast medium leakage was observed on coronary angiography at 12atms. Therefore, the physician removed the stent delivery system (sds) and post-dilation was conducted with a hiryu balloon of unk size and inflation pressure. Intra-vascular ultrasound (ivus) was conducted and the physician confirmed that the stent was fully dilated. The procedure was safely finished and there was no reported pt injury. The prod will be returned for analysis.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed. It is also available for testing and eval, but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.